Event description:
It was reported that tandem mobi pump experienced repeated cartridge alarms, including cartridge alarm 30 during the load process, despite customer following instructions in the mobile app and having consecutive cartridges trigger alarms. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged replacement pump with updated software, confirmed shipping details and warranty, instructed customer to place problematic pump in storage mode and return it within required timeframe using provided materials, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.